Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there is a white substance on the bottom near the hub. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed, and the needle hub has an epoxy drip over. The two photos provided show the sample received. No other defects or imperfections were observed. This condition occurs during the assembly process if there is a jam at the cannulator. A device history record review was completed for provided material number 305180, lot 4305302. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the reported sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 305180. Batch#: 4305302. Verbatim: contaminated blunt fill needle with white substance on the bottom near the hub.